Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (a) was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. Besides that an ecr60g reload was received fully fired.  The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that they had to use 2x echelon and both had issues. The battery did not work, they pulled it out and back in, still the same issue. After the first firing it was really hard to reinsert another reload surgery. No patient consequences reported. No further information is available.